Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening on radius assessed as surgical damage. Additional observations: ¿ no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side nipple paresthesia/hypersensitivity. Follow-up with the doctor's office revealed the events to be not device related. Patient later reported a left side rupture. Healthcare professional additionally reported rupture, achy discomfort, capsular contracture baker grade iii, and exchange textured device due to patient's concern with the product. Device has been explanted and replaced.

Event description:
Healthcare professional additionally reported rupture, achy discomfort, capsular contracture baker grade iii, and exchange textured device due to patient's concern with the product. Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side nipple paresthesia/hypersensitivity. Follow-up with the doctor's office revealed the events to be not device related. Patient later reported a left side rupture. Device remains implanted.